Manufacturer narrative:
Device returned to manufacturer: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed no damage or defect with the returned device. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During positioning of the double curve watchman access system (was), the laa was damaged, which resulted in pericardial tamponade. An emergency pericardiocentesis was performed, 500ml was drained, but no improvement was found. The patient was sent to surgery and no further patient complications were noted.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During positioning of the double curve watchman access system (was), the laa was damaged, which resulted in pericardial tamponade. An emergency pericardiocentesis was performed, 500ml was drained, but no improvement was found. The patient was sent to surgery and no further patient complications were noted.